Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a red, raised, blister underneath his left arm, near the left side. No report that the blister was open or weeping. The patient's home health nurse used hydrocortisone cream on the blister and moved the electrodes so they didn't sit on the blister. During a follow-up, it was reported that the patient's irritation improved after using the hydrocortisone cream and being provided a larger size garment.